Event description:
Packets contained screws of different lengths. All screws should have been 25 mm in length.

Manufacturer narrative:
Summary of evaluation: evaluation of this event revealed that the screws were mixed at the cleaning process. Newly designed screw trays with screw identification on each tray have been put in use to prevent future mixing of g/k screws. Cleaning personnel were retrained in the importance of maintaining proper ID of screws to prevent screw mix-ups.